Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rexb1089 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC insitu for 526 days when it was noted by pt to be leaking around the 5-6cm mark. PICC removed and new PICC placed. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leaking PICC is confirmed and appeared to be related to the use of the device. One 4 fr sl powerpicc solo catheter was returned for investigation. The catheter extended up to the 36 cm depth marker. The catheter appeared to have a light discoloration past the 10 cm depth marker. Evidence of use was present throughout the catheter. The print markings on the winged hub were completely faded away. A circumferential split was present 3.5 cm proximal to the visible 15 cm depth marker. Microscopic observation of the split revealed the edges to have a white discoloration. The split corners were observed to be propagating into a curved ¿c¿ shape. The characteristics of the split suggested repeated kinking of the catheter was a likely contributing factor. The catheter was cut near the 10 cm depth marker. The wall thickness was measured and was found to be within specification. The catheter was reported to be in use for 526 days which suggest a manufacturing related issue is unlikely. A lot history review (lhr) of rexb1089 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC insitu for 526 days when it was noted by pt to be leaking around the 5-6cm mark. PICC removed and new PICC placed. There was no reported patient injury.